Event description:
It was reported via implant card received that the patient underwent full vns replacement surgery due to high impedance. Follow up with the company representative revealed that at the patient's last generator replacement surgery, the patient's previous generator was unable to be communicated with prior to the surgery, which was likely due to an end of service, or eos status, per an estimated battery life calculation. The high impedance was observed when the new vns generator was connected to the lead. The full vns revision did not occur until months later. During attempts at product return, it was revealed that the explanted products were discarded.